Event description:
Additional information received and reported that the iol was exchanged for the same lens model but half a diopter less power indicating the correct lens power was not implanted initially. As per surgeon's opinion, there was no reported defect or fault with the iol.

Manufacturer narrative:
Additional information was provided in a.3., b.3. B.5., b.6., d.10. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient was not seeing well. The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for the explant was dysphotopsia. Additional information was requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).